Event description:
Additional information received reported the patient was seen and the catheter was cut off and tied off for infection purposes. The pump was then turned off and had been turned off for ¿670:52¿ per printout. It was noted they were wanting to permanently disable the pump on the date of this report. The pump was being used to deliver clonidine, bupivacaine, and baclofen.

Event description:
It was reported the patient was in the recovery room after the catheter was explanted and the pump was left implanted due to an infection. The date of explant was not provided. It was noted cultures were pending and the patient was on intravenous (IV) antibiotics (clindamycin) and had a wound vacuum. No further information was provided. The pump was being used to deliver baclofen. Additional information received reported the patient had surgery on (B)(6) 2014 due to other issues with a previous fusion to remove rods and it was discovered during the surgery that the catheter was infected. It was noted the surgeon closed off the catheter. It was also reported they had given the patient oral baclofen. The pump was being used to deliver baclofen and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8711, lot# n186994005, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID: 8711, lot# n186994005, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8711, lot# n186994005, implanted: (B)(6) 2009, explanted: (B)(6) 2014, ubd: (B)(4) 2011, UDI: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received during a request for MRI guidelines on 24-jul-2018 indicated during the patient's spinal fusion surgery (reported as 2013), the pump catheter was severed and the pump no longer worked; no longer delivering drug to the patient. No further information was provided.